Event description:
It was reported that following the implant procedure, the threshold values for the right ventricular (rv) lead and right atrial (ra) lead were high, and it was suspected the high values could have been due to incorrect placement of the leads. The physician chose to reposition both leads, which yielded optimal threshold values and the leads remain in use. No patient complications have been reported as a result of this event.